Manufacturer narrative:
(B)(4). Date sent: 10/22/2024. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Was the staple line and the cut line equal in length? Additional information was requested, and the following was obtained: is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Was the device locked on tissue with the jaws closed? If yes, what steps were taken to open the jaws? (Pull open the closing trigger, press home button, use bailout) no. Please confirm if 'suturatex/suturatice' means the pcee45a stapler. Thanks yes. A manufacturing record evaluation was performed for the finished device pcee45a lot number c9ee4n and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when suturatex is used on the pulmonary parenchyma, the suturatex becomes jammed upon closure, failing to complete suture and cut the parenchyma. It was necessary to force open the jaws to to be able to remove and replace it with another jaw to complete the surgical procedure. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/5/2024. Corrected data: b1, h1. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No, the stapler stopped during the closing phase, no staple was applied to the tissue. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.